Event description:
During femoral pta/stent placement the self expanding stent malfunctioned in the patients body. The stent would not deploy due to a faulty mechanism in the handle. The physician took appropriate actions to correct the malfunction. No harm was done to the patient.